Manufacturer narrative:
Additional information.

Event description:
Additional information: it was reported that nephrology was consulted for assessment of evolving oliguria following cardiothoraic surgery. Urine output was steadily declining despite lasix administration. Acute kidney injury (aki) likely multifactorial with recent hypotensive episode on (B)(6) 2019 and antibiotics all in the setting of destination lvad placement and worsening right side heart failture and venous congestion. Continuous renal replacement therapy (crrt) was started on (B)(6) 2017.

Event description:
The site communicated that the patient developed multi organ failure post lvad placement. On the morning of (B)(6) 2018 the patient had a significant aspiration event and was found to be in septic shock. Patient also suffered from cardiogenic shock requiring inotropic support, and severe vasoplegic shock requiring high dose vasopressors. No additional information was reported.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00465. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 16 days. Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be determined through this evaluation. The log file data retrieved from the patient's returned primary system controller (return only) appeared to show the system operating as intended with no atypical alarms or events captured. The controller event and periodic log files cumulatively contained data from (B)(6) 2018 - (B)(6) 2018 and showed the vad operating normally with stable pump parameters until the pump was intentionally stopped and disconnected from the controller on (B)(6) 2018. Multiple attempts to obtain additional information regarding the patient¿s outcome as well as requests for return of the pump were issued to the customer; however, no additional information regarding the event was provided and the device has not been returned to date. The complaint file will be closed accordingly. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017. Additional information as requested. None has been provided.